Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while under sedation during implantation surgery, the patient's respirations stopped for about thirty seconds. The patient was turned from a prone to a recumbent position. The patient's breathing returned spontaneously and the procedure continued. The patient resolved without sequelae.